Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed a presenting electrogram (egm) with blanked atrial sensing and then atrial pacing various explanations were suggested but the specific cause has not yet been determined. Further analysis was recommended. The ra lead and the pacemaker remain in service at this time. No adverse patient effects were reported. Information was received from the field representative mentioning that no corrective actions have been taken, furthermore, the specific cause for the observed system behavior has not been determined and they will continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.